Manufacturer narrative:
The serial number of the analyzer was (B)(6) . The investigation is ongoing. E1 initial reporter establishment name: (B)(6) hospital.

Event description:
There was an allegation of questionable results with the cobas® egfr mutation test v2 assay for one patient sample tested on cobas z480 analyzer. The initial result was no mutation detected. The repeat result with two other methods (droplex egfr mutation test v2 and qiagen test) was l858r mutation detected. All 3 tests were performed with the same tissue block.

Manufacturer narrative:
The investigation did not identify a product problem. The cause for the discrepant results observed was found to be sample-specific. The contributing factors are likely a combination of off-label sample prep, differences in technology, different collections, and a sample that is at or near the limit of detection (lod). In general, lod samples are known to generate wavering results upon repeat testing.